Manufacturer narrative:
E1: initial reporter facility name - hospital (B)(6). E1: initial reporter phone number- (B)(6).

Event description:
It was reported that the guidewire became trapped within the microcatheter. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified hepatic artery. A 200cm x 10cm fathom? -14 guidewire and a 130cm renegade? Stc 18 microcatheter were selected for use in a hepatic artery embolization procedure. Heparinized saline was continuously infused throughout the procedure. During guidewire advancement, the midsection of the guidewire became abnormally kinked, and the guidewire became entrapped within the microcatheter. After removal from the body, a kink mark was observed at the distal tip of the guidewire, so the fathom guidewire and the renegade microcatheter were each replaced with another of the same device to complete the procedure. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.